Manufacturer narrative:
D4 expiration date - added d9/h3 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated h3 summary attached - updated h4 manufacturing date ¿ added based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual inspection of the returned device revealed that the subject guidewire was returned broken in 2 segments. The guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling from 143cm to 145cm from the proximal end. In the proximal segment 277.8cm the core wire was noted to be exposed. In the distal segment 19.9cm the core wire was noted to be exposed. The core wire distal end was observed through the distal tip dome and crystalized procedural fluids were present and the hydrophilic coating was hydrated there were no anomalies noted. Functional testing could not be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use. There was no resistance encountered when removing the guidewire from the dispenser hoop, an introducer sheath was used to facilitate the introduction of the guidewire into the microcatheter, continuous flush was set up and maintained throughout the clinical procedure, there was no resistance encountered during the manipulation of the guidewire, the guidewire was torqued about 2-3 times but there was no excessive force during torqueing the guidewire. The guidewire tip was shaped to a j shape. A rebar-27 microcatheter was used in the procedure in conjunction with the subject device. The same microcatheter was used to complete the procedure. The subject guidewire was fractured about 14 cm from tip and the fracture part was successfully removed from the patient. The physician had no ideas as to the cause of the guidewire tip fracture. The patient¿s anatomy was not tortuous. The device was returned and it was confirmed that the distal 19.9cm section and proximal 277.8cm section of the device was fractured with the core wire exposed. It is probable that the device fractured during the manipulation of the device inside the patient. An assignable cause of procedural factors will be assigned to the reported ¿guidewire distal tip broken/fractured during use¿ and analysed ¿guidewire broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe was scraped and peeling 143cm to 145cm from the proximal end which indicates the ptfe encountered an interaction with another device. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as analysed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported after placing the guide catheter to the place, then used the subject guidewire to bring the microcatheter. When the subject guidewire reached the internal carotid artery (ica) c1 segment, the subject guidewire was fractured about 14 cm from the tip. So the operator took the fractured guidewire out from the patient with the support of microcatheter and replaced the new guidewire to continue the procedure. The procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported after placing the guide catheter to the place, then used the subject guidewire to bring the microcatheter. When the subject guidewire reached the internal carotid artery (ica) c1 segment, the subject guidewire was fractured about 14 cm from the tip. So the operator took the fractured guidewire out from the patient with the support of microcatheter and replaced the new guidewire to continue the procedure. The procedure was completed without clinical consequences to the patient.